Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens, -11.5/+1.0/065 (sphere/ cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.